Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.